Manufacturer narrative:
The reason for reoperation is rupture. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "breast has a withered nipple and the prosthesis sinks with finger pressure, and it takes time to return to the original position" and rupture of left side. The device remains implanted.